Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had tiny air bubbles. The customer's blood glucose was 85 mg/dl at the time of incident. The customer stated that they did not rewind the insulin pump while reservoir in place. The customer stated that the insulin was not stored at room temperature. The customer was advised that the tiny air bubbles were unable to be removed. The reservoir will not be returned for analysis.